Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure involving the renal artery, balloon withdrawal resistance was encountered. The stent was successfully deployed in the pt and is fine. After deployment, the physician could not get the balloon to pull back into the guiding catheter. He pulled negative, then put a catheter over the balloon and retracked the entire system out as a unit. It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay."

Manufacturer narrative:
.